Event description:
Caller reported performa system blood glucose results: date: (B)(6) at 05:42 = 102 mg/dl date: (B)(6) at 05:38 = 93 mg/dl, date: (B)(6) at 05:37 = 206 mg/dl date: (B)(6) at 05:34 = 123 mg/dl date: (B)(6) at 05:34 = 103 mg/dl no adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.